Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the manufacturer arjohuntleigh, a branch of arjo (B)(4). According to the arjohuntleigh representative who reported this complaint, the original mattress did not show any build or design problems. The device worked as per its intended use. The mattress was not returned to arjohuntleigh; however, a similar mattress was evaluated. Page iii of the IFU under general safety clearly states: "alignment of the bed frame, safety sides and the mattress should leave no gap wide enough to entrap a pt's head or body, or to allow egress to occur in a hazardous manner where entanglement with the main power cable or tubeset or air hoses may result. Care should be exercised to prevent occurrence of gaps by compression or movement of the mattress. Death or serious injury may occur." Thus, when the mattress is secured to the bed frame in accordance to the instructions in the IFU, then the top surface of the mattress would not move sufficiently enough to increase the risk of entrapment. However, other factors may have impacted the entrapment caused to this pt, such as the mattress position and how secure it was fitted to the bed frame. A review of the past 12 months found two similar incidents of entrapment (reported as MDR#s 1000381138-2011-00027 & -00028) that were reported previously that involved an alpha response. These 3 incidents (all at different facilities) were found to have occurred close to one another in a short time span; these have been entered into the trending database and will be monitored. A risk analysis was conducted and it was agreed that the risk was as low as reasonably possible by design. The benefits to pts in terms of using alternative pressure area care support surfaces outweigh risks related to potential entrapment between the bed side and the side of the mattress.

Event description:
Pt was in an entrapped situation on the alpha response due to sideward movement between cells and air filled base. The elderly pt with low mobility was found lying on his side in the gap created between cells and safety side. The pt was found by the staff during the night and was freed from the position; no injury to the pt occurred.